Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was an area of in-stent restenosis (isr) located in the moderately tortuous and mildly calcified mid right coronary artery. A 10mm x 3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon could not be crossed initially. Inflation was attempted where the tip had lodged, but pressure could not be applied. The physician suspected that the balloon has ruptured from the beginning. The isr, combined with calcification, likely made it more prone to rupture. The procedure was completed with a different device. No patient complications were reported.